Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged and exhibited high thresholds. This led to the patient feeling tired and unwell. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.